Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt fenestrated stent graft in the endovascular treatment of the patient. It was reported that during the index procedure the physician was using the heli-fx applier and guide to anchor the proximal portion of the non-mdt stent graft to the aortic wall. It was noted that the physician initiated first stage deployment of the endoanchor without issue. During second stage deployment of endoanchor the physician noted that the endoanchor rotated in a circular motion but did not anchor to the wall of the aorta. It was reported that the physician retracted both the applier and guide catheter; it was noted that the endoanchor was detached from the applier in the aorta and did not penetrate the aortic wall. The physician proceeded to use a snare retrieval system through the heli-fx guide to ensnare the floating endoanchor. The endoanchor was successfully retrieved and removed from the patients body. The event was resolved and the procedure was successful with the implantation of 7 endoanchors. Per the physician the cause of the event was patient anatomy; endoanchor possible contact with calcium or graft stent strut. No additional clinical sequelae were reported and the patient is fine.